Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure. According to the complainant, the device didn¿t open and close properly inside the patient during withdrawal. It is unknown if there was a stone present in the coil when it failed to open/close. The procedure was completed with this device. There were no patient complications as a result of this event and the patient¿s condition post procedure was good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(6).

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure. According to the complainant, the device didn't open and close properly inside the patient during withdrawal. It is unknown if there was a stone present in the coil when it failed to open/close. The procedure was completed with this device. There were no patient complications as a result of this event and the patient's condition post procedure was good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed light bunching on the proximal end of the white heat shrink; with the heat shrink pulled away from the proximal stop. Functional testing revealed the coil was unable to be fully closed. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable. It should also be noted that the evaluation of the returned device, which found that the coil would not close and presented with kinks/tears are non-reportable events.